Manufacturer narrative:
The qa (quality assurance) investigation results were received on 03-oct-2011. The production and quality control documentation for lot number r1007, expiry date 04/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary the production and quality control documentation for lot number r1007, expiry date 04/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Case description: regulatory-spontaneous report was received on 30-sep-2011 from a consumer via the (B)(6) health authority regarding a female patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc, 2 ml, (lot number r1007) in the knee by a rheumatologist. The second and third synvisc injections were on (B)(6) 2011 and (B)(6) 2011. On (B)(6) 2011, the patient's knee was swollen, red, warm, and very painful. On (B)(6) 2011, the general practitioner prescribed nsaids (nonsteroidal anti-inflammatory drugs). On (B)(6) 2011, the patient was seen again for her rheumatologist. He performed a knee arthrocentesis and ordered blood work-up. On (B)(6) 2011 a "new incident" occurred that was identical to the one observed on (B)(6) 2011. On (B)(6) 2011, a second arthrocentesis was performed by the rheumatologist and antibiotics were prescribed. On (B)(6) 2011, the rheumatologist decided to perform an arthroscopy. The patient was hospitalized on (B)(6) 2011 and underwent arthroscopy on (B)(6) 2011. The patient was discharged from the hospital on (B)(6) 2011 with antibiotic treatment for 20 days. Synovial fluid culture was sterile. The action taken with synvisc was none. The patient's outcome for the events were not provided. Concomitant medications were not provided. The patient stated that her rheumatologist felt that the events were related to synvisc.